Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pace impedance steady at 400 ohms through week of (B)(6) 2015 rises out of range (greater than 3000 ohms) starting week of (B)(6) 2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high impedance on the left ventricular (lv) lead, superior vena cava (svc) and right ventricular (rv) coils of the rv lead. It was noted there was a lead fracture. The leads will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.